Manufacturer narrative:
The insulin pump did not have a frozen screen or low insulin alarm. The device had intermittent up button response due to corroded keypad traces. There was no unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 105 mg/dl. Customer tried to change their set and reservoir and the device started to freeze. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.